Event description:
The 3cg/ECG confirmation; peripherally inserted central catheter (PICC) wire split upon opening to connect to patient (during PICC placement). Exposed wires noted up and down line. Unable to confirm PICC placement at bedside due to malfunction.